Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved in this complaint was received and tested by failure analysis. The instrument was found to have a broken molded insulator on the jaw. The broken piece, measuring approximately 15.85 mm, was not returned with the instrument. Additionally, the grip base for the grip with the cracked molded insulator appears to be bent. The instrument was also found to have a broken conductor wire inside the yaw pulley, specifically within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting that seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. On 29-aug-2025, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon doesn't know what the cause of the issue was. The instrument was in used 9 times prior to the incident. The surgeon did not notice any difference with the instrument until the incident happened. The instrument did not collide with any other hard material or instruments. The fragment did fall inside the patient. The wrist was straightened upon removal of the instrument and resistance felt. The cannula did not have any damage. All fragments were retrieved, and no additional procedures were needed to remove the parts. No extra test was necessary. Procedure was completed robotically after replacing the instrument. There was no injury to the patient. No post-operative complications were reported. The instrument was returned. No pictures or videos were taken.

Manufacturer narrative:
On 16-sep-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: a da vinci laparoscopic-assisted robotic cholecystectomy with cholangiography was consented. Intraoperatively, at the conclusion of the surgery, while removing the da vinci forced bipolar instrument, the first assist noted that part of the instrument was missing. A thorough search of the abdomen with the da vinci robot was conducted. X-ray was called and images showed the suspected piece to be in the abdomen. Using x-ray guidance, the piece was removed from the superior aspect above the liver by the surgeon without incident. Post removal x-rays were obtained at the end of the case and read by the radiologist. No foreign bodies were present in the abdomen. The surgeon suspects that the likely piece became detached while removing the instrument at the conclusion of the case.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with the force bipolar instrument, however the details are unknown at this time. It was noted that a fragment fell into the patient's anatomy and was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument; however, the failure analysis evaluation has not been completed.